Manufacturer narrative:
Per the information supplied on (B)(6) 2019, the failure mode was bubbles in the reference block. Service was sent to the customer site. Per beckman coulter field service engineer, air bubbles were found in the reference block. The issue was resolved by priming the ise module. No parts were reported to have been replaced. There is insufficient evidence of a system or reagent malfunction. This event is no longer reportable.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was advised the customer over the phone to replace the ion selective electrode (ise) electrodes to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous high patient results for potassium (k) on the au480 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.